Event description:
It was reported a motor stall occurred and the stall never recovered. The stall recovered temporarily after an 8840 start pump command was delivered per telemetry, but the stall occurred again. The patient was noted to have been hospitalized at least twice for withdrawal symptoms. The patient experienced flu like symptoms, specifically nausea and aching, along with pain, sweating, and all over aching. The pump and catheter were replaced. It was noted the existing catheter had a good return of gravity flow of csf, but the health care provider had opted to replace the full system. At the time of the report it was noted the patient was without injury or adverse event. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Final analysis of the pump found wear, corrosion, residue, and moisture throughout the gear-train. Final analysis of the catheter found no significant anomalies, but it had been returned in segments. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information: information previously reported in manufacturer's report 3007566237-2013-00081 will be included with this event. Prior to the motor stall, overdose symptoms were suspected. The patient had a refill and dose increase on (B)(6). Two days later the patient presented in the emergency room with symptoms of lethargy, somnolence, and decreased appetite. The ER physician ruled out other causes. The patient reported having a dose increase within 24 hours. Since that time the patient became lethargic (not hypoxic but the family was concerned he would become hypoxic). The patient experienced narcosis secondary to too much dilaudid. The ER physician requested a 25% decrease on the pump. Following the motor stall and system replacement the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4) (flu like symptoms), (decreased appetite).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.